Event description:
The manufacturer received information alleging a trilogy evo ventilator has a broken base near the ac port. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device at a third party service center, a reportable ventilator service required error code relating to the internal battery not detected was found in the device's error log. The service technician notes that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, an fio2 error code was also found in the device's error log, and it is noted that the external flow sensor was not being detected. The trilogy evo 3 way solenoid valve was replaced to address the error. The service technician also states that the contaminated hoses were replaced. The device passed all final testing. No further investigation is required.